Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected and analyzed, and high battery impedance was noted, leading to elective replacement indicator. It was also noted that battery depletion was indicated as elective replacement indicator due to high battery impedance occurred on (B)(6) 2012, prior to explant.

Event description:
It was reported that the patient went to the hospital "because of complaints." The device was found to be at vvi 65 mode. The device reached recommended replacement indicator earlier than expected due to high battery impedance. The device was explanted and replaced. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.